Manufacturer narrative:
Common device name) fcg kit, needle, biopsy.

Event description:
According to the initial reporter, "1st patient - needle broke off during fna in trachea (subject of this report) after needle was advanced into trachea physician pushed in scope and needle broke - leaving end behind requiring removal with forcep. 2nd patient needle bent to 90 degrees after gaining access (another report) with needle the physician pushed ebus scope to get closer to biopsy site and needle bent to 90 degrees- he was able to remove needle and scope with outdamage to scope or injury to patient."